Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. Due to the placement location of the watchman access system sheath within the laa it was decided to perform a new transeptal puncture (tsp). Before the new tsp was performed, a thrombus in the right atrium was noted on the transesophageal echocardiogram (tee). The thrombus was successfully aspirated. The laa closure procedure was completed and the patient fully recovered.